Manufacturer narrative:
Device evaluated by MFR no other text : na.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat assay result from one patient sample tested on a cobas e411 disk. The initial result was reported outside of the laboratory. After approximately 5 hours, a new sample was collected from the patient. The patient sample was rerun after the result of the new sample was received. The initial result of the initial sample was 9.6 ng/l. The result of the new sample was <5 ng/l. The repeat result of the initial sample was <5 ng/l. The reagent lot number is 59638100. The expiration date is 31-mar-2023.

Manufacturer narrative:
The instrument was not checked after the incident because the customer mentioned that it was a one-time event and the controls were within range. No further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.